Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that upon insertion through the copilot (outside of the patient's anatomy), the stent dislodged. No resistance was noted. The device was removed and did not enter the patient. There was no patient injury. There is no additional event or patient information.

Manufacturer narrative:
(B)(4).